Manufacturer narrative:
Analysis result: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this lead was explanted due to dislodgement. There were no adverse patient events reported. Should additional information be received, this file will be updated.